Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2014 and was not subject to UDI requirements, and removed UDI info in d4. H3: finding/root-cause: the reported complaint was verified and duplicated due to significant amounts of iron oxide and contamination led to the failure which caused the svhp relief alarms and uut to be not functional. Disposition: revel, english service repair p/n:19260-001-99 s/n:74095 will be moved to factory service. Recommends replacing modules that are contaminated- exhalation, pressure, and o2 blender modules. Replace main flex assy. Replace materials as required, rework to configuration, recalibrate, and retest per specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel is coming in due to the constant svhp relief alarm. There was no patient involvement. The unit was returned to the fa lab for further investigation. The reported complaint was verified and duplicated.